Event description:
It was reported that when placing the catheter, the operator found that the proximal end of the sheath was split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 18ga introducer needle. The returned product sample was evaluated and the luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: a crack was observed which was longitudinally aligned. Multiple superficial cracks were also seen surrounding the primary damage and were. Also longitudinally aligned. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. H3 other text : evaluation findings are in section h.11 .

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0984 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the operator found that the proximal end of the sheath was split. No other information was provided.